Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose rose to 517 mg/dl. The customer also reported the calibrate now alarm was recurring. The customer was advised their blood glucose had to be below 400 mg/dl in order to calibrate. The customer declined to troubleshoot for their high and treated with a manual injection. The customer declined to return the insulin pump for analysis.